Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp and the clear tubing of a transfer set became disconnected. It was further described as; the clear tubing of the transfer set pulled away from the screw on the adaptor "the creamy portion¿. This was noticed while the patient was at home and not doing peritoneal dialysis therapy at the time the issue was noted. The transfer set had been placed on the patient ten (10) days prior to the event. The next day, the transfer set was replaced. The patient was given ip (intraperitoneal) prophylactic antibiotics. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with no issues noted; the tubing was attached to the catheter adapter. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. A seal surface integrity test was performed between patient adapter of the transfer set and in-lab titanium adapter; no leak or issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.